Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that the pump time was incorrect, cause was unknown. There was no adverse impact to customer's blood glucose level. Reportedly, the customer updated pump time and resumed insulin therapy. Customers blood glucose was 250-300 mg/dl.